Event description:
It was reported that during implant surgery, the surgeon inserted the leads into the generator and system diagnostics were performed and indicated high impedance. The surgeon then tried to remove connector pin and the pin broke inside the generator. Per company rep who attended the surgery, the surgeon did not appear to use excessive force when pulling the lead out. The setscrew was also backed out all the way and the pin still would not come out. A different system was implanted and the initial generator was returned to the MFR, but analysis is pending. Both products met MFR specs prior to distribution. It is unk if the problem was with the generator or the lead. Medwatch #1644487-2011-01179 addresses generator involved in event.